Event description:
It was reported that a malfunction occurred on the pump, identified by a malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer followed instructions from technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.